Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked (cowl), mitral stenosis, and unchanged mr were unable to be determined. The reported patient effects of mitral stenosis and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 and mitral valve gradient 2.0mmhg. Xtw (lot: 31204a1009) was implanted. After release, the clip opened from closed to 20-30 degrees. The clip remained stable on the leaflets. No additional clips were implanted due to the elevated gradient. The procedure ended with mr unchanged grade 4 and mitral valve gradient 8.0mmhg.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.